Event description:
This is a report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was reported to be ongoing. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was reported to be ''the patient's brother was contaminated and assisted with pd therapy.'' On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012 during a follow up call by baxter pharmacovigilance, the following additional information was received from a pd nurse (pdn). The patient was treated with vancomycin (dose, route and frequency not reported). Concomitant therapy was not reported. The pdn reported the patient has not been retrained in aseptic technique. The pdn reported the patient is recovering from the peritonitis. The pdn confirmed the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because it was reported there was a break in aseptic technique by the customer described as "patient's brother was contaminated and assisted patient with pd therapy". The assignable root cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.